Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead impedance had been gradually increasing until it reached a high range. It was further reported that pacing from the left ventricular (lv) lead was only possible in one vector. A chest x-ray revealed no anomalies and it was decided to follow the patient closely. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6944 implantable tachy lead (B)(6) 2010; 5594 implantable pacing lead (B)(6) 2010.(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.